Event description:
A customer contacted baxter's global technical service center requesting a swap of a compact exchange device ii (cxd). The home patient stated that the carriage will not go to the right and connect with the bag. The baxter technical service representative initiated a swap. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation.